Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Historical performance of reagent lot 13530ui00 was evaluated using worldwide data from abbottlink. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review on lot 13530ui00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to be adequate. A review of historical determined that patient median result for the lot is comparable with other lots in the field. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I for lot number 13530ui00 was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer observed a discrepant (falsely positive/falsely negative) architect stat high sensitive troponin-I result for a female patient. The following data was provided (customer's diagnostic cutoff is <26.3 ng/l): sid (B)(6) initial result = 166 ng/l (positive), new sample drawn = negative. Original sample was repeated = 0.1 ng/l (negative), repeat on another device = 33.8 ng/l (positive). No impact to patient management was reported.